Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conservation(s) with a user facility representative. (B)(4). The carefusion field service representative evaluated the device and determined the reported issue was caused by a malfunctioning exhalation valve. The carefusion field service representative replaced exhalation valve and ran the device through a complete operation checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "Customer claims this unit is reading low volumes, she claims the patient circuit was replaced and all the parts on the exhalation side and the problem was not corrected, she does not think this unit was on a patient when the problem occurred, she claims she is going to ask for this information."